Event description:
At the routine 6 month follow-up, battery depletion message was noted and the device is presenting at eri. All troubleshooting was unsuccessful to resolve eri at this time. (B)(6) 2013 - this device remains implanted.

Manufacturer narrative:
This pacemaker was explanted on (B)(6) 2013 and replaced with a similar device. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. For a more detailed analysis, additional information is essential. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.